Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the common femoral artery using a starclose se device after an interventional procedure. Reportedly, after splitting the sheath, the device came out of the artery. The locator wings were locked in the open position. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Through requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.